Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use the bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg had no label or missing label information (all packaging levels) and sterility (product not sterile). The following information was provided by the initial reporter, each event occurred 1 time: "no lid of tube, label not match of position, lid of deformed". Additional non reportable event type(s) were reviewed with the following rationale: any flaw (crease or smear) would not have any impact on the tube use. The user would still be able to identify the tube and the analyte, the tube would still function as it was intended.

Event description:
It was reported before use the bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg had no label or missing label information (all packaging levels) and sterility (product not sterile). The following information was provided by the initial reporter, each event occurred 1 time: "no lid of tube, label not match of position, lid of deformed." Additional non reportable event type(s) were reviewed with the following rationale: any flaw (crease or smear) would not have any impact on the tube use. The user would still be able to identify the tube and the analyte, the tube would still function as it was intended.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for improper assembly, incorrect label placement, & missing cap with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.